Event description:
It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead insulation damage was alleged but not confirmed. No intervention has been performed. The patient was stable with no consequences and will continue to be monitored.